Manufacturer narrative:
H3 other text : multiple attempts have been made to obtain additional information but no response was received.

Event description:
It was reported to philips that the device experienced a service error. Multiple attempts have been made to obtain additional information but no response was received. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a service error. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a service error. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a service error.  There was no patient involvement.